Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. No device was received for evaluation. Without the benefit of analyzing the product, quality cannot confirm any observations and cannot comment on the condition of the device. As quality's examination of the returned components may not conclusively confirm or disprove the report of sizing due to sst deformity, quality accepts the physician's observations of such as the reason for surgical intervention. If the device becomes available, or additional information is received, quality will re-evaluate this complaint. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Additional information indicated that the device was too short due to sst deformity.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, size.